Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the patient was re-implanted on (B)(6) 2014 with a cochlear device due to progressive hearing loss. The patient was out of the indication criteria for the vibrant soundbridge.